Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced atrial fibrillation. The atrial lead exhibited high lead impedance. A chest x-ray and/or isometrics will be